Event description:
It was reported to boston scientific corporation that three dreamwires were used during an endoscopic ultrasound hepaticogastrostomy procedure performed on (B)(6) 2022. During the procedure, the guidewire was advanced through a 19ga expect eus needle to gain access into the desired duct. While manipulating the guidewire, the hydrophilic coating was scathed off by the end of the eus needle. Three dreamwires were used and the same problem occurred. The procedure was not completed due to not being able to gain correct access of intrahepatic ducts and was referred to interventional radiology. There were no patient complications reported as a result of this event. Per the dreamwire IFU (50693808 rev b) there is "caution: do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage the surface of the guidewire."

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: one dreamwire guidewire was returned. A visual inspection under magnification revealed, the ptfe and the distal tip were peeled and detached . The reported complaint is confirmed. Based on the condition of the returned device, engineers determined that the problem observed for the user error of the distal tip detachment, was probably caused by the guidewire advancing through a 19ga expect eus needle. Boston scientific has determined the most probable cause of this complaint is failure to follow instructions. Since the problem is traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that three dreamwires were used during an endoscopic ultrasound hepaticogastrostomy procedure performed on (B)(6) 2022. During the procedure, the guidewire was advanced through a 19ga expect eus needle to gain access into the desired duct. While manipulating the guidewire, the hydrophilic coating was scathed off by the end of the eus needle. Three dreamwires were used and the same problem occurred. The procedure was not completed due to not being able to gain correct access of intrahepatic ducts and was referred to interventional radiology. There were no patient complications reported as a result of this event. Per the dreamwire IFU (50693808 rev b) there is "caution: do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage the surface of the guidewire."